Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 250cc saline prostheses experienced left sided pain at the incision site and bilateral back pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-04395 for contralateral prosthesis report.